Event description:
--

Event description:
Boston scientific received information that this patient dislodged both lead twice during the initial implant procedure as they could not get him sedated and he almost fell off the table. Both leads were found to have dislodged again at the pre-discharge check. A revision procedure was performed and this right ventricular (rv) lead could not be re-positioned due to tissue in the helix preventing the helix from extending and retracting. Therefore, a new rv lead was implanted. The associated atrial lead was repositioned without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted damage to the lead which was the result of the explant procedure. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). The lead is being evaluated in our post market quality assurance laboratory. This product issue will be re-evaluated if additional details are received.